Event description:
Terumo medical received medwatch report mw5119235. The event description states: "a piece of the glidewire fractured in the patient and unable to retrieve."

Manufacturer narrative:
A1: patient identifier: requested, not provided ; a2: age & date of birth: requested, not provided; a3: patient sex: requested, not provided; a4: weight: requested, not provided; a5: ethnicity: requested, not provided; a6: race: requested, not provided; d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted. E1: contact: unknown; e1: address: unknown. E1: phone number: unknown. The actual device is not available for returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Please see MDR 2243441-2023-00029 for the importer report. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update sections d9 and h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Cause of occurrence: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Countermeasure: - ashitaka factory assures the quality of this product by performing following inspections and control. - through eddy current flaw detection*, it is confirmed that there is no crack in the core over the entire length. - the outer diameter of core is controlled to assure the strength of core. - before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a kink or scratch. (Eddy current flaw detection: when an alternating current is passed through a coil, a magnetic field is generated in the direction perpendicular to the current. When the coil is brought close to the conductor (core), an eddy current is generated on the surface of the conductor. If any anomaly including a crack is generated in the conductor, the eddy current avoids the crack and flows around the conductor, so that the flow changes as compared with the case where there is no crack. The method of detecting changes in the flow of eddy currents and searching for cracks is called eddy current flaw detection.) The IFU of this product includes the following warning. [Warnings] - if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.